Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis, a crack was observed at the venous luer adapter, and it was found that the blood was oozing. The catheter was in place for 3 months. There was nothing unusual observed on the device prior to use. There were no other products utilized with the device. There was a leak. The catheter was not repaired. The tego was not utilized. There was no instrument used to loosen or tighten the device. The insertion site was not treated prior to product placement. Iodine and alcohol were the cleaning agents used on the device. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. There was no remedial action performed, and the procedure was not completed. No blood transfusion was required. There was no intervention/treatment required as a result of the event. There was no reported patient injury.